Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl and has ketones. The customer was treated for the high blood glucose with manual injections. The customer stated that they received an alarm on their insulin pump.